Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Product type: catheter. (B)(4).

Event description:
It was reported that the device system was explanted due to infection on (B)(6) 2013. Thirteen days later, it was reported that the system had been explanted on april 6th, 2011, and a new system had been implanted on (B)(6) 2013. In 2011, the patient was admitted on april 5th for antibiotic therapy and overnight observation. Cellulitis was seen at the pump site, located at the left anterior abdominal wall. Prior to surgery, the cellulitis appeared to be under control and was not spreading. When explanting the catheter, no signs of infection were seen. However, upon opening the pump wound for explant, it was seen that there was "a lot of bloody fluid", "frank pus", and "granulation tissue." Cultures were taken from the pump site prior to wound irrigation and the removal of any dead/infected tissue. There were no systemic signs of infection and, intraoperatively, the patient had been stable. The explant was without incident and the patient's pain and post-operative course were to be managed by the hcp. The drug used in this system was unknown.